Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of no vibration. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no vibration on their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, the patient tried vibrate with the normal profile on high and reported no vibration. No medical intervention or injuries were reported.